Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the cylinders and pump were replaced. Upon explant, a tear was found in the right cylinder; however, its cause was not confirmed at the facility. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. Visual and microscopical analysis of the cylinders identified a leak by the bonding of the proximal end; however, the leak was from sharp instrument damage which likely occurred during explant. The cylinders could not be functionally tested due to the identified hole. The pump was visually and microscopically examined revealing no anomalies. Upon functional testing, the pump did not pass the activation test. Based on the information available and analysis results, the pump not passing the activation test could have caused or contributed to the reported mechanical issues.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the cylinders and pump were replaced. Upon explant, a tear was found in the right cylinder; however, its cause was not confirmed at the facility. There were no patient complications reported.